Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that device was really working until about 2-3 weeks after they had a fall and now their system was not working, they have been trying to get to a different program to get a higher frequency but it keeps telling them it was maxed out, it was totally at its limit, and sometimes they have noticed the message that therapy is off. The patient (pt) said they went to the doctor and their assistant tried the pt's equipment and got the same response they did so they sent patient upstairs to get some x rays done because pt had fallen about 2 or 3 weeks prior and the x rays came back negative. The patient asked if they were doing something wrong. Reviewed some interstim maximum settings information and offered to assist pt to check their settings. Pt used their equipment and was successful to synch try to increase on several programs and the highest number they could get was 0.3, when they checked the ins battery level it was ok. Redirected to their doctor. Pt said they cannot get into see the healthcare provider (hcp) until october. The issue was not resolved through troubleshooting. Reviewed the option to ask the assistant or the hcp to contact tech support or use the paging service and page a rep to coordinate an appointment.